Manufacturer narrative:
(B)(6). Two footprint ultra pk suture anchor, 4.5 were returned for evaluation. The devices were visually inspected and the failure mode was confirmed. A definitive root cause for the breakage could not be determined with confidence, however, the patient¿s bone quality may have been harder than expected as two devices in a row broke and the back-up implanted successfully in the same hole that was designated for the returned devices. This could be a result of supplemental dilation of the hole from removal of the two consecutive 4.5mm anchors. No root cause related to the manufacturer of the device can be established. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that two anchors broke during insertion. The broken pieces were successfully removed using graspers. The case was able to be completed successfully with a backup device. There were no reported patient injuries. No other complications were noted. Report 1 of 2.